Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and the cap able to fit securely to the pump. During testing, the pump was powered on and the ez-prime steps were performed correctly, however, the pump alarmed with cs 006 electronically erasable programmable read-only memory (eeprom) failure. Evaluation revealed a defective eeprom component. When the pump¿s cover was removed, no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. Allegedly, a call service 069 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.